Event description:
A health care professional reported the camera was displaying intermittent black status behavior. He said the cable with the lemo connection that connects to the camera was frayed and he could manipulate the cable to regain green status. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present at time of event. The cable with the lemo connection that connects to the camera was frayed and manipulating the cable would regain green status. A replacement spring arm assembly was sent to site and swapped out. No further issues.